Event description:
This event was reported as the valve "would not open and close". The valve was explanted at implant. The surgeon was not happy with the central gap of the valve and replaced it with a one size smaller valve which worked fine. No further information was provided.